Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate the balloon was inflated to rbp (30 atm), and then deflated without issue. The balloon was stripped and cut at the proximal cone to examine the inflation/deflation lumen. The catheter was cut longitudinally at the inflation/deflation port hole and it was noted that the glue bullet was in the correct position and was correctly formed. The investigation is unconfirmed for deflation issues as the device performed properly and deflated without issue during functional testing. Per the complaint comments, a hand syringe was used to inflate and deflate the device. The IFU states that a luer lock syringe/inflation device with a manometer (10 ml or larger) is required for use. It is unknown whether the use of a hand syringe contributed to the reported deflation issues. Based upon the available information, the definitive root cause could not be determined.

Event description:
It was reported that the pta balloon would not deflate during use in an arterial anastomosis at the distal brachial arterial of a dialysis access fistula. After some manipulation, the balloon deflated and the catheter was retracted without incident. No further treatment was performed. There was no reported patient injury.